Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the passive fixation lead was attempted and not used due to patient anatomy. An active fixation lead was implanted. No patient complications have been reported as a result of this event.